Event description:
It was reported that patient injury caused with multiple olympus devices when in use. The customer was using a cautery device from an unknown manufacturer along with olympus scope and light source in an unknown procedure. The image produced was distorted and the physician could not see the image properly. As such the physician accidentally perforated the patient. The physician was able to repair the damage and finish the procedure. The customer additionally noted that the wiring in that room was 20 years old. She also said the cautery device is very close to the patient table that is unlikely to cause of the distortion. The patient ended up in the intensive care unit after the procedure. Further follow-up was conducted, and no additional information was received.